Event description:
Patient underwent left cataract surgery on (B)(6) 2010. Patient was noted to have difficulty reading with the lens implant, and in (B)(6) 2011, underwent intraocular exchange in the left eye. This procedure was noted to be the result of a mechanical complication due to the lens implant. Per the pathology report, there was a defect at one edge of the lens measuring 0.2 cm. The surgeon returned the defective lens to the company shortly after the replacement lens was implanted.